Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) took a historical look at the patient's chart and believed there was no need for a roller study as the patient had never had a volume discrepancy. Other medications the patient was taking at the time of the event included oral dilaudid 4mg every 4 hours as needed and oral baclofen 10mg 2 to 3 days for spasms. Exact symptoms the patient was having included a lack of pain control mostly at night and withdrawal symptoms including sweating and nausea. Actions taken to resolve the error consisted of reprogramming; the error was resolved. In terms of how the patient was doing, it was noted they were awaiting a catheter revision (refer to manufacturer report # 3004209178-2014-15681 for the revision event) and there was no change in symptoms.

Event description:
It was reported that a dye and roller study were conducted on the day of report, and the dye study was "negative" and roller study was "positive" as the roller did not move. It was noted that the roller study had been done incorrectly. It was noted that they had programmed a single bolus of 0.01 mg and should have been 0.15 mg or a priming application. It was noted that the procedure, as written, called for a priming bolus of 0.01 ml for 1 minute. The pump was infusing bupivacaine, baclofen, and morphine. Additional information was requested, but was not available at the time of report.